Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 23.5 mmol/l  and was treated with an insulin pump. The customer's blood glucose value at the time of the call was 9.5 mg/dl. Troubleshooting was performed and found that the pump was used within 48 hours of the reported high blood glucose event and the auto mode feature was not active at the time of the event. The customer didn't experience any symptoms due to high blood glucose. In addition to that customer reported recurring insulin flow block alarms, the pump motor was not performing at its best, and sounds and feels slowed down. The customer also alleged pump was under-delivered the insulin. And also found that the pump was exposed to a strong magnet. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08675 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms, drive/motor anomaly, unusual (loud) motor noise, or under-delivery anomaly were noted during testing. The pump was programmed with a test guardian 3 link transmitter and a test plug. The pump communicated properly with the transmitter and test plug. The pump calibrated to the programmed test values properly. The pump entered auto mode without calibration or enter bg errors. The pump was monitored for several days while in auto mode with no errors. No auto mode anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Unexpected insulin flow blocked alarms, drive/motor anomaly, unusual (loud) motor noise, under-delivery anomaly, and auto mode anomaly are not confirmed. A review of the pump history file reveals during june 2023 (6/9, 6/15, 6/16, and 6/17) there were thirteen (13) no delivery (insulin flow blocked) alarms, listed below: 06/09/2023 17:43:28 faultnumber: nodelivery (7) during a cl1 food bolus delivery. 06/15/2023 16:16:40 faultnumber: nodelivery (7) during a bolus wizard delivery. 06/15/2023 16:45:00 faultnumber: nodelivery (7) during a bolus wizard delivery. 06/15/2023 17:35:14 faultnumber: nodelivery (7) during a cl1 food bolus delivery. 06/15/2023 17:36:15 faultnumber: nodelivery (7) during a bolus wizard delivery. 06/16/2023 17:29:29 faultnumber: nodelivery (7) during a cl1 food bolus delivery. 06/16/2023 17:36:19 faultnumber: nodelivery (7) during a bolus wizard delivery. 06/16/2023 17:36:55 faultnumber: nodelivery (7) during a bolus wizard delivery. 06/16/2023 17:37:40 faultnumber: nodelivery (7) during a bolus wizard delivery. 06/16/2023 21:58:30 faultnumber: nodelivery (7) during a cl1 bg correction + food bolus delivery. 06/17/2023 08:08:10 faultnumber: nodelivery (7) during a cl1 food bolus delivery. 06/17/2023 17:36:08 faultnumber: nodelivery (7) during a cl1 food bolus delivery. 06/17/2023 17:43:20 faultnumber: nodelivery (7) during a bolus wizard delivery. The pump history file lists 128 boluses on the event date, 6/15/2023. Please see below the first 10 boluses listed on the event date 6/15/2023. 06/15/2023 00:00:10 bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.05 bolusamountdelivered = 0.05. 06/15/2023 00:05:08 bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025. 06/15/2023 00:10:06 bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025. 06/15/2023 00:15:06 bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025. 06/15/2023 00:20:04 bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025. 06/15/2023 00:25:02 bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025. 06/15/2023 00:30:02 bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025. 06/15/2023 00:35:16 bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.05 bolusamountdelivered = 0.05. 06/15/2023 00:40:16 bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025. 06/15/2023 00:40:40bolusprogrammingmethod = cl1 bg correction (670 only), normalbolusamountprogrammed = 1.3 bolusamountdelivered = 1.3. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.